Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had " problems" with their first ins. The patient clarified by stating that the leads never "fused" to their spinal column, resulting in positional stimulation change that they had to make adjustments to compensate for. The patient stated that they also had inadequate coverage for pain relief. The patient stated that this was a "personal thing" not a "mechanical thing". The patients hcp eventually replaced the 37702 with a 37714 ins. The patient stated that the new device is better as it changes with their position. No further complications were reported or anticipated.